Event description:
During a remote follow-up, automatic mode switch (ams) and myopotential oversensing were detected on the right atrial lead. Technical support was contacted, however no intervention has been performed at this time. The patient was stable and will continue to be monitored.